Event description:
Surgeon notified this rn that the coablator was not suctioning properly and getting clogged frequently. Surgeon stated that coagulation function worked properly. Smith&nephew coblation halo wand reference wand #72290134 lot# 2194706 expiration: 10/04/2028.